Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with intraperitoneal (ip) vancomycin (dose, frequency, and duration not reported), ip ancef (dose, frequency, and duration not reported) and ip fortaz (dose, frequency, and duration not reported) for peritonitis. Approximately three weeks after diagnosis, the patient was recovered from the peritonitis event. On an unreported date pd therapy was discontinued, currently the patient receives in-center hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.